Event description:
Per legal representative, user was on a moveable walk way, while being pushed, the two front casters got caught on the lip of the moveable walkway and caused end-user to fall forward. End-user has an artificial left knee and it was dislocated as a result of the fall and can no longer be used. End-user sustained a broken leg as a result of the accident.